Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: pt was implanted on an unk date with a pfna blade and the blade did not lock. No further info is available.

Manufacturer narrative:
Device was used for treatment, not diagnosis manufacturing evaluation coordinated by synthes (B)(4). Report indicates: evaluation was performed and showed product met the specifications requirements. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was received.